Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history did not reveal any records of load step malfunction or unusual loss of prime. On testing, the pump powered on normally. An ez-prime function was successfully performed and the pump primed correctly. No prime malfunction was duplicated during the investigation. The force sensor was tested and found to be within specifications. The pump was opened for investigation and did reveal any defect, damage or contamination of the pump's interior or components or the force sensor assembly. Investigation was unable to confirm or duplicate the complaint. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. During troubleshooting the pump prime volume was reviewed and indicated low prime volumes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.